Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser cto recanalization catheter products are identified. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: no kinks noted to catheter. No anomalies noted to handle or saline hub. The distal tip was examined under 10x microscopic magnification and it was observed that the outer catheter had been partially pulled away from the distal metal tip. Functional/performance evaluation: due to the material separation, the guidewire was unable to be inserted/ retracted through the catheter. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser 14s coiled. White tape and clear plastic is wrapped around the handle. No anomalies are able to be seen in the photo. Medicon's visual inspection reported a kink I the catheter and the tip of the catheter was not in place. This was not able to be confirmed from the photo. Conclusion: the device was returned. The investigation is confirmed for material separation and guidewire incompatibility as the catheter was separated from the distal tip preventing the guidewire from exiting the distal tip. The photo review was not able to confirm any anomalies or medicon's visual report of a kink I the catheter and the tip of the catheter was not in place. The root cause could not be determined based upon available information. It is unknown if procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a procedure, the guide wire allegedly failed to exit the port of the recanalization catheter. There was no patient contact.